Event description:
It was reported that during a demonstration, the capio carrier was noted to be misaligned, which led to the cage not catching the needle. Additionally, the capio carrier was not fully retracting back after it extended. Another capio device was used to show how the device can work. There was no patient involvement, as it was during the demonstration that the device failed.

Manufacturer narrative:
Device code a0510 captures the reportable event of the retraction problem.